Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have depleted prematurely, as it reached elective replacement indicator (eri) status earlier than expected. Subsequently, a revision procedure was scheduled to replace this device. During preoperative interrogation, a battery depletion (bd) error was also observed. The s-ICD was successfully explanted and replaced, and it will be returned for analysis. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have depleted prematurely, as it reached elective replacement indicator (eri) status earlier than expected. Subsequently, a revision procedure was scheduled to replace this device. During preoperative interrogation, a battery depletion (bd) error was also observed. The s-ICD was successfully explanted and replaced. Besides intervention, there were no other adverse patient effects reported.